Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 43 alarm noted during testing. However, pump error 43 alarm (line number = 589; file number = 121) is found in the formatted history file on (B)(6) 2024 15:34:00.000 due to a software error. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and battery tube assembly noted. The pump was received with minor scratches on lcd window, cracked keypad overlay, cracked case-corner of belt clip rails, serial number label missing, cracked retainer, cracked battery tube threads and scratched case. In summary, customer alleged pump error 41 confirmed. Pump error 43 confirmed. Expose to moisture confirmed. Device test failed not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced belt clip/holster anomaly, device test failed, damage (physical or cosmetic), pump error 41, pump error 43. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-1880. Troubleshooting was performed for the event. Customer reported receiving a pump error. Customer was able to clear the error and complete the rewind process but pump did not pass displacement test. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported damage to the belt clip. No harm requiring medical intervention was reported. No product return is required for acc-1601. Mmt-1880 was requested and customer response was the device will be returned.